Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-8917ds mini tightrope ft suture broke when ligating the threats after it was implanted. No strong force was used. The case was completed using another mini tightrope ft. This was discovered during a procedure on (B)(6) 2024. Additional information received on 9/9/2024: this was discovered during a lisfranc procedure. Everything was removed from the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.